Manufacturer narrative:
(B)(4). The lead malfunction was not specified. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Maude report mw5084672 received.

Event description:
It was reported that the patient presented with a history of right ventricular lead noise and lead fracture. The atrial lead also exhibited an unspecified malfunction. The pacemaker system including the atrial and right ventricular leads were explanted. No malfunction was reported on the pacemaker. No further information was available. Related manufacturer reference number: 2017865-2019-04709.